Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother stated that customer is having problems with bolus wizard settings. The customer's last blood glucose reading was 200 mg/dl; unable to send correction. Customer had to use manual injection. Explained to caller that insulin pump will deliver the correction due to active insulin in the body. Caller reported hospitalization due to low blood glucose. The blood glucose at the time of the event was 19 mg/dl. Caller stated that customer was unconscious. Hospital treated with insulin drip. Nothing further reported.